Manufacturer narrative:
(B)(6). One 6f angio-seal vip was returned. One hemostasis sheath and carrier tube assembly was returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance was seen on the returned components. The leading leg of the anchor was visible in the carrier tube upon closer inspection. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen was extracted. The tamper tube was unable to be released due to internal dried blood like substance deposition. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non-deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Upon functional testing no anomalies were found and the device worked as intended. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the physician reported the situation was after the skg or selective coronarography, when he tried to close the vascular access. It was reported that with the use of light, it was clearly visible that the anchor was inside the angio-seal device, and not in the blood pool of the patient. The user description states, after the selective coronarography, when the doctor pulled out the angio-seal, the anchor did not escape the shaft, therefore, it was not possible to achieve hemostasis. After the visual inspection, it was seen that the anchor remained in the shaft. The dealer narrative stated that they hope this was not the cause of the angio-seal event, that it was the wrong use of angio-seal. The angio-seal was in contact with blood and the nurses tried to clean as much blood as possible. Additional information was received on (B)(6) 2017. Hemostasis was achieved by manual compression. The procedure was skg, selective coronarography.